Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed, "no disposable- clamp tubing". The device setting rate was 2.4, reservoir volume was 82.9,, and 15.5 was given. There was no air in the tubing and no patient, or clinician injury associated with this occurrence.